Event description:
It was reported that label error occurred before use with bd vacutainer® urine collection cups. The following information was provided by the initial reporter, "we use and distribute at a high volume your product # 364975 which is a urine container with transfer device. We have just received a complaint that the label (caution) on the product would only be in english." As per their contract we should pictograph or have bilingual labels. "

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with bd vacutainer® urine collection cups. The following information was provided by the initial reporter, "we use and distribute at a high volume your product # 364975 which is a urine container with transfer device. We have just received a complaint that the label (caution) on the product would only be in english." As per their contract we should pictograph or have bilingual labels. "